Event description:
The physician was treating a male patient who underwent a carotid procedure. Vessels were neither tortuous, nor calcified. On the day of the procedure, the patient experienced pain and was kept in the hospital overnight. Following discharge the patient presented at a different facility with a blue foot. There was a re-intervention on the 19th to treat a dissection that was found at the entry site of the introducer sheath. The patient was then discharged without further incident.

Manufacturer narrative:
The device was not returned; therefore, failure analysis could not be performed on the device. A review of the device history record and non conforming materials reports is ongoing and a follow up report will be filed. Risk analysis was performed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on the analysis completed there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is injury due to the procedural placement of the introducer sheath.